Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a heartmate 3 system controller (serial: (B)(6) system controller exchange was confirmed via log file analysis. The controller event log file contained relevant events from 26jun2024 through 27jun2024. Lack of relevant data prior to (B)(6) 2024 indicates that this was likely the patient¿s backup controller which is consistent with the reported controller exchange. The pump appeared to function as intended at the fixed speed. A root cause for the system controller exchange was unable to conclusively be determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explain how to replace the running system controller with a backup controller. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the system controller log file showed what appeared to be an exchange from the patient's primary system controller to the patient's backup system controller. There was no documentation about why the system controller was exchanged, if it resolved the issue, and if the patient experienced any adverse consequences as a result of the exchange.